Manufacturer narrative:
The device was manufactured may 9, 2016 ¿ may 11, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor that under infused. This was identified during use. The total infusion time was expected to be 46 hours. The infusor was filled with a total volume of 230ml of 50 mg/ml fluorouracil and a diluent. There was about 50-75ml left inside the infusor after 46 hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: may 9, 2016 ¿ may 11, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.